Event description:
It was reported that the right atrial lead had low pacing impedance in the bipolar configuration and was undersensing p waves. The lead was overpacing also. There was normal impedance in the unipolar configuration, however, the threshold was high/unacceptable in unipolar. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5024m implantable pacing lead (B)(6) 2002. (B)(4).